Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The customer alleged "when selecting a setting the numbers jump around on their own, can not make changes via the nav ring or touchscreen". The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
Nav-ring failure. There was no patient involvement.